Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter had a cal code issue. The complaint was classified based on the customer care advocate (cca) documentation. Three attempts were made to contact the patient without success. The cca was advised by the patient that alleged cal code issue began ¿around (B)(6) 2014¿ at an unknown time, prior to contacting lfs. The patient reported obtaining an inaccurate high blood glucose result of ¿300+ 400+¿. On an unknown date and time, but ¿within days¿ of the product issue occurring, the patient alleged they developed symptoms of sweat, dry mouth, tired and nausea. The patient currently takes pills, diet and exercise to manage his diabetes and ¿about (B)(6) 2014¿ he alleged taking an increased dose of ¿metformin 2000mg¿ in response to his regular diabetes management routine as a result of this alleged product issue. However, the patient also stated that no treatment was received. At the time of troubleshooting, the cca determined that by walking through changing the cal code with the patient, the issue was resolved. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.